Event description:
Procedure type: lap sigmoid. According to the reporter. A pin from the locking mechanism fell out of the device. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.